Manufacturer narrative:
The biomedical engineer reported that the display settings failed on his central nurse's station (cns) and when trying to change the screen resolution back to normal, the central nurse's station (cns) showed the hardware failure blue screen on the display. The customer sent the device in to nihon kohden for evaluation and repair and it is currently awaiting the evaluation. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer reported that the display settings failed on his central nurse's station (cns) and when trying to change the screen resolution back to normal, the central nurse's station (cns) showed the hardware failure blue screen on the display.

Manufacturer narrative:
Manufacturer narrative: the biomedical engineer reported that the display settings failed on the central nurse's station (cns) and when trying to change the screen resolution back to normal, the central nurse's station (cns) showed the hardware failure blue screen on the display. The customer sent the device in to nihon kohden for evaluation and repair. The unit was cleaned and evaluated. The reported problem (hardware failure blue screen) was not duplicated, however nihon kohden's evaluation found that the hard drive needed to be replaced, as it appeared to be close to failure. The hard drive was replaced as recommended per the customer's request. The unit was tested per the operator's/service manual and the results were recorded on the maintenance check sheet. The unit completed 18 hours of extended testing and operates to manufacturer's specifications. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.